Manufacturer narrative:
The field experience was verified. The outer insulation was abraded at 65.0 cm to 67.0 cm from the is-1 connector pin. The abrasion occurred from the inside out.

Event description:
Insulation defect was observed on the lead. Hence, the lead was explanted.